Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges consumer fell from ramp at his home. The unit quickly turned and is alleged to have fallen to the ground from the ramp along with the consumer.

Manufacturer narrative:
The device was evaluated and repaired by the provider. The provider feels the ramp in the customized van is too steep. The provider replaced both motors and the unit is working properly. Provider evaluated and repaired.

Event description:
Alleges consumer fell from ramp at his home. The unit quickly turned and is alleged to have fallen to the ground from the ramp along with the consumer.